Event description:
It was reported that this right ventricular (rv) lead showed out of range shock impedance. Reprogramming options were discussed. The rv lead remains in service. No adverse patient effects were reported.